Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Device evaluation: a carefusion field service representative (fsr) went onsite and evaluated the suspect device issue. The fsr reported: "found touchscreen is not freezing but the top half of the screen is not calibrated correctly so the touch inputs do not line up to the icons. Lower half of the screen performs normally. Calibrated touchscreen. Screen is responding normally. Completed uvt and ovp. All parameters within specifications." No components or devices will be sent back to carefusion.

Event description:
The customer reported that the touchscreen is "freezing up". The customer reported no patient involvement or allegation of patient harm.